Manufacturer narrative:
Likely allergic reaction to the hema in the desensitizer.

Event description:
Dentist office reported that a patient woke up after whitening on the morning of (B)(6) with slight swelling of the lips. The patient continued whitening for 2 nights and the condition worsened. The patient went to her dentist's office on (B)(6) 2015 after 3 nights of whitening and using desensitizer and the patient had swelled lips and cheeks. The desensitizer may have caused an allergic reaction. The patient was informed to discontinue all whitening until the symptoms subside and future whitening to be done without desensitizer. Followed-up with dentist office on (B)(6) 2015; after being told to stop all whitening and use of the desensitizer the patient was given antibiotics to control swelling. The patient was re-examined on friday (B)(6) and the patient was doing much better with swelling having subsided.